Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The patient stated that he fell, and was hospitalized due to low blood glucose levels. The patient stated that his sensor and blood glucose readings were way off. Troubleshooting was performed, and the discrepancies between the sensor and blood glucose readings were confirmed. Advised the patient of the possible causes. The patient removed the sensor and the cannula was kinked. Nothing further was reported.